Manufacturer narrative:
Mml # (B)(4). Other device explanted model: 5100 description: implantable pulse generator serial number: (B)(6). UDI#: (B)(4).

Event description:
It was reported that the patient received a complete reactiv8 system revision due to out-of-range/high impedance failure on both leads. There was no allegation against the implantable pulse generator (ipg). All devices were removed. A new ipg and two new leads were implanted without complications. There was no report of patient harm or injury.

Event description:
It was reported that the patient received a complete reactiv8 system revision due to out-of-range/high impedance failure on both leads. There was no allegation against the implantable pulse generator (ipg). All devices were removed. A new ipg and two new leads were implanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml # (B)(6). Other device explanted. Model: 5100, description: implantable pulse generator, serial number: (B)(6), UDI#: (B)(4). The ipg and lead assemblies were returned for analysis. Both leads confirmed the allegation of out-of-range. The right lead confirmed rounded, fractured coils across all coils, and the left confirmed a rounded, fractured coil across one coil. Due to being received and cut into two segments, no functional testing can be performed on both leads. The ipg passed the functional testing. A review of the initial implant imaging confirmed an improper implant technique issue. Following the complete system revision, the reactiv8 system was activated by programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation. H6 updated.